Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal intervention procedure, crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified and moderately tortuous first diagonal of the left anterior descending artery. The 2.50x16mm taxus liberte drug-eluting stent system was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as "fine." However, device analysis revealed stent damage.

Manufacturer narrative:
Visual and microscopic examinations were performed. This examination revealed proximal stent damage. The stent struts on row 1 were raised. Kinks were identified along the entire length of the hypotube shaft. The balloon and tip sections found no issues noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).